Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no wear on the electrodes with a trace amount of dried tissue present. There are no manufacturing abnormalities visually observed with the returned wand. Data extracted from the returned wand found that the wand had been activated approximately 0.25 minutes. The wand was connected to a compatible werewolf controller and was activated in saline solution at the default and max settings on the controller and performed as intended. At no time during functional evaluation the controller displayed a wand short or malfunction. The complaint could not be verified and the root cause could not be determined with confidence as the device performed as intended during functional evaluation. It is possible that there was not sufficient saline in order to facilitate the formation of plasma. Also, a factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the customer¿s controller which was not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that the wand started to short out. No patient injury was reported.